Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we observed there was water in the packaging. It was observed in one packaging of lot # 18k06 (discovered before a surgery)." Clinical consequences: no patient involvement.

Manufacturer narrative:
Qn#(B)(4). One sample was returned for investigation still in the complete packaging. From the complaint description, it was reported that there was water in the packaging. Further investigation, the returned sample was subjected to visual inspection and found it contained vapors inside the packaging. A device history record review was performed and the lot passed 100% inspection. Based on visual examination, this complaint is confirmed. Further investigation will be performed under a non-conformance.

Event description:
It was reported that: "we observed there was water in the packaging. It was observed in one packaging of lot # 18k06 (discovered before a surgery)." Clinical consequences: no patient involvement.